Event description:
On 05/27/2022, it was reported that 1 polyaxial screw and 2 favored angle screw shanks broke intraoperatively (during insertion/screw adjusting). The distal end of the broken shanks was left in the patient as they could not be retrieved during surgery. The surgeon reported the patient has hard bone.

Manufacturer narrative:
The implants are currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
H6. Investigation findings: 3251. Investigation conclusion: 61. H10. Device evaluation: a review of the device history record did not identify any manufacturing or processing-related irregularities. They were found to be properly manufactured and released in accordance with design specifications. Testing: 3.5 and 4.5 mm screws were torqued to failure in a vise as well as inserted into 40 and 50 pcf bone foam in order to compare to the complaint failures. The average c3-c7 pedicle bone mineral density is ~39.3 pcf per "cervical spine bone mineral density as a function of vertebral level and anatomic location" by william anderst et. Al. This was used as a baseline for selecting bone foam density. Held in vise: 3.5 and 4.5 mm screws were held ~10 mm from the tip and torqued until failure. Inserted in 40 pcf bone foam: for 3.5 mm screws no failures were recorded using strictly axial torsion. To force a failure lateral bending was applied. One sample yielded but did not fracture. The other fractured at a value ~13% lower than the strict axial torsion. All 4.5 mm screws failed in the 40 pcf tests at ~38-39in-lbs. This is attributed to the higher pitch thread form that matches the invictus tl screws. Inserted in 50 pcf bone foam: both 3.5 and 4.5 screws failed in 50 pcf during insertion at approximately the same values as the strict vise-held torsion. The 19010-35-22 and 19000-45-40 failures exhibited similar witness marks as those seen in the investigation for both strict torsional failures & lateral bending failures. The 19010-35-20 failure did not exhibit similar witness marks. This failure did not see the same discoloration of the shank and waviness of the threads caused by torsional yield and failure. There was not any grit blast overspray onto the neck of the 4.5 mm screw. Conclusion: the root cause is likely a result of the patient having uncharacteristically dense bone creating a very high insertion torque. The screws were also inserted using navigation instruments which could have added lateral bending due to the longer length of the instruments.